Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 318 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother stated that the battery cap was unable to be removed. The customer stated that they were not able to troubleshoot due to the battery cap was unable to be removed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to broken solder joint. Unit had stripped battery cap coin slot, cracked battery tube threads and minor scratched display window.